Event description:
Additional information was received indicating the physician suspected right ventricular (rv) lead damage and a revision procedure was performed, however, no anomaly was observed visually or via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead resulting in pacing inhibition. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.